Manufacturer narrative:
Date sent to the FDA: 6/17/2021.

Manufacturer narrative:
Date sent to the FDA: 4/28/2021. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2012 during which the surgeon noted multiple recurrent ventral incisional hernias in the upper abdomen, torn away from the area where the mesh had been sutured to the abdominal wall. The mesh was noted to be adherent to the omentum and bowel. There was what appeared to be some encapsulation of the mesh, thickened capsulation around the mesh. It was reported that the patient experienced severe pain, bowel and omentum adhesions. No additional information is provided. No additional information was provided.